Event description:
Customer responded to 36 year old male who had been electrocuted. Pt had no known medical history. Enroute to the hosp, the device delivered 3 shocks, then would not shock on what the customer felt was a shockable rhythm. Pt expired. Customer stated device did not cause or contribute to pt outcome. Service rep confirmed proper operation of the device.